Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced needle and syringe separate/spin out during use. The following information was provided by the initial reporter: the customer stated ¿when using the abg, it was found the cannula was separated from the syringe."